Event description:
It was reported that a bd neoflon IV cannula¿s catheter broke into two pieces during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7233295; medical device expiration date: 2022-08-31; device manufacture date: 2017-09-28; medical device lot #: 7293140; medical device expiration date: 2022-10-31; device manufacture date: 2017-11-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd neoflon¿ IV cannula¿s catheter broke into two pieces during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: slight peelback was observed on the 2 used samples. A pierce-hole was observed on the catheter of one of the used samples. The 40 representative samples from catalog 391350 and 1 representative samples from catalog 391349 passed the visual inspection, tip od measurement, bevel angle measurement and penetration test. A complaint history check was performed and this is the 1st related complaint reported with the defect/conditions of peelback and catheter defective / damaged with lot #7233295 regarding item #391350. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot #7293140 regarding item #391350. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of peelback with lot #7293140 regarding item #391350. Investigation conclusion: the probable root cause for peelback could be due to the tubing material. CAPA # 81917 was issued to review the tubing material. As for the pierce-hole observed on the catheter of one of the used sample, it could be due to needle piercing though the catheter during application. There is no process in the manufacturing facilities that could have caused catheter pierce through hole. There is a 100% automated vision inspection system that rejects part not meeting lie distance requirement. A needle pierce though catheter defect will automatically be rejected as the lie distance will be out of specification. Therefore, this nonconformance could have occurred out of the manufacturing facilities.

Event description:
It was reported that a bd neoflon¿ IV cannula¿s catheter broke into two pieces during use. There was no report of exposure, injury, or medical intervention noted.